Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. It is most likely during the attempt to cross, the stent implant became disrupted on the balloon and as the stent delivery system (sds) was being withdrawn the stent dislodged as it interacted with the anatomy or tip of the guiding catheter. The stent was retrieved from the anatomy with a snare device. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and on-line test data for this lot shows all units passed the manufacturing criteria. The failure to cross and stent dislodgement appear to be related to operational context. This type of reported event will continue to be monitored. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release and all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that after pre-dilatation, the xience v failed to cross to the lesion and the stent dislodged. The stent delivery system was removed and more pre-dilatation was performed, as the dislodgement was not noticed at first. Prior to re-insertion, it was then noted that the stent had dislodged during use in the patient. It was located in the left main and was retrieved with a snare. No adverse patient effects were reported. The patient outcome was reported to be fine. No additional information was provided.